Event description:
Staff report that needle did not retract following use. Needle was disposed of in sharps container without further incident. No staff or patient injury. FDA safety report ID# (B)(4).